Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, the physician could not tighten down the set screw onto the lead when it was inserted into the neurostimulator. Specifically, the screw would not catch as if the device was "stripped". A new neurostimulator was then used in its place and the implant procedure was completed without further incident.